Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
A consumer reported that the incorrect refill date was displaying on the patient&#38112;personal therapy manager (ptm). It was possible that information did not update at the initial bolus request after the refill/update. (B)(6) 2015 was the original low reservoir date and the refill appointment was made for (B)(6) 2015. However, on (B)(6) 2015, the pump began alarming. The sound was described as a critical pump alarm. The patient went to the clinic on the day of the report and the pump was completely empty. It was stated that it was the ptm that malfunctioned. The health care provider (hcp) programmed a bolus with the physician programmer because the patient had been in withdrawals. The withdrawal symptoms included a severe headache, nausea, pain, and a sudden onset of sickness. The patient's pain level (back pain) was the same as it was prior to the pump implant. The patient was also "out of control" and was unable to do any normal functions. It was unknown what drug the pump was infusing. The patient had a medical history of spinal pain. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.